Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure the initial tie down of this right ventricular (rv) lead looked good on x-ray, but the rv lead kept sliding. The physician tied down the lead tighter, however, then the insulation was damaged. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed multiple diagonal cuts in the insulation. This is consistent with damage induced during the implant procedure. In addition, no suture sleeve was returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported placement difficulty.

Event description:
This supplemental report is being filed as the device evaluation was completed.